Event description:
A report was received indicating that an avant 9600 pulse oximeter system allegedly did not alarm while monitoring a pt on ventilator support. It is alleged that the ventilator (not manufactured by nonin) also did not alarm.